Event description:
Adverse event received 02.03.2024. Event description: poor wound healing. The patient underwent surgery due to lumbar spinal stenosis and lumbar spondylolisthesis. On the 9th day after surgery, the patient developed chills, high fever, and infection at the incision site. Therefore, the patient was readmitted for debridement treatment. During the surgery, the fusion cage was removed, and the patient's iliac bone was removed for intervertebral fusion. After the surgery, a consultation was sought from the pharmacy department, and anti-infection treatments such as sulbactam sodium and levofloxacin injection were given. The patient's condition remained stable after the surgery. The patient was a 71-year-old male, operated on (B)(6) 2023, event occurred on 17.12.2023. Follow-up information was received on 14.03.2024 stating: in the surgeons' opinion as to why the patient experienced an infection starting from day 9: the patient with lumbar spinal stenosis and lumbar spondylolisthesis required posterior lumbar spinal canal enlargement and fusion and internal fixation on (B)(6) 2023. On (B)(6) , 2023, the patient had chills and high fever, and infection at the incision site. The patient was re-admitted for debridement. Cefuroxime sodium injection was used to prevent infection. And some implants were used during the operation. During the operation, the operation was performed in strict accordance with the aseptic operation, the drug was used rationally, the wound healed well during the hospital stay, and the patient had no obvious abnormal indicators. The patient began to have chills, high fever, and other symptoms of infection on the 9th day after discharge, but the cause of infection could not be determined at present. After re-admission, the patient underwent multiple debridement's for the infected incision, during which the fusion cage was removed, and the patient's ilium was removed for fusion. After the surgery, the department of medicine was consulted, and the patient was given sulbactam sodium, levofloxacin injection and other anti-infective treatments. The patient's condition was stable after the surgery.